Event description:
It was reported that the controller and four batteries exhibited power switching. The patient complained that the fully charged batteries showed rapid and sudden depletion within fifteen (15) minutes and the batteries alternate or didn¿t appear to be recognized by the controller resulting in power disconnect alarms and communication errors. The controller ports were inspected and confirmed to be intact with no damage. The battery connectors also appeared to be fine aside from normal usage. One of the batteries¿ capacity charge indicators only illuminated to the second light even when presumably full. The controller and batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery/ model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial#: (B)(4) / device available for evaluation: no / device evaluated by MFR: no/ device evaluation anticipated, but not yet begun / mfg date: 14-jun-2020 / labeled for single use: no / (B)(4) / brand name: heartware ventricular assist system ¿battery / model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2021 / serial#: (B)(4) / device available for evaluation: no / device evaluated by MFR: no / device evaluation anticipated, but not yet begun / mfg date: 23-jan-2020 / labeled for single use: no / (B)(4) / brand name: heartware ventricular assist system ¿battery/ model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2021 / serial#:(B)(4) / device available for evaluation: no / device evaluated by MFR: no / device evaluation anticipated, but not yet begun / mfg date: 20-jan-2020 / labeled for single use: no /(B)(4) / brand name: heartware ventricular assist system ¿battery / model #: 1650de / catalog #: 1650de / expiration date: unk / serial#:unknown UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no / device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no / (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Continuation of h9: z-1340-2021 product event summary: the controller ((B)(6)) and four (4) batteries ((B)(6)) were returned for evaluation. Review of (B)(6) 's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection of the returned batteries revealed wear on the batteries connectors; however, the worn connectors did not affect the functionality of the devices; the batteries were able to provide power to a test controller and charge on a test battery charger. During functional testing, all the batteries were able to discharge as expected. Functional testing of (B)(6) also revealed that the gas gauge light emitting diode (led) display did not perform as expected; two (2) led indicator were not illuminating when the gas gauge button was pressed. Internal inspection revealed an inadequate connection between the gas gauge and printed circuit board connectors. Additionally, internal visual inspection revealed an excess of the silicone applied to the connection between the gas gauge display and printed circuit board connectors. The excess silicone did not affect the functionality of the device and is an additional finding not related to the reported event. The most likely root cause of the observed excessive application of rtv at the printed circuit board and gas gauge connection can be attributed to a manufacturing issue. Failure analysis of the returned controller revealed a bent communication pin within power port one (1). The bent pin did not preven t a power source from mechanically connecting to the controller; however the bent pin did not allow a battery to secure proper communication with the controller. Additionally, visual inspection revealed contamination within both power ports. Additionally, visual I nspection revealed contamination within both power ports. Log file analysis revealed a controller fault alarm logged on (B)(6) 2022 at 15:44:25 and event exceptions were recorded on (B)(6) 2022, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection of the controller did not reveal any anomalies. The observed controller fault alarm, event expectations and abnormal reading in the internal voltage are additional findings not related to the reported event. The most likely root cause of the observed controller fault alarm and event exceptions involving the internal battery voltage can be attributed to a faulty internal battery charger integrated circuit. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the alarm log file revealed four (4) critical battery alarms due to communication errors involving (B)(6). Furthermore, review of the log files revealed that the batteries discharged as expected when in use. The observed communication errors were likely perceived as the reported batteries not recognized by the controller. As a result, the reported premature power switching, communication errors, power disconnect alarms, batteries not recognized by the controller, and battery display error events were confirmed; however, the reported battery power consumption issue event could not be confirmed. (B)(6) was lubricated prior to release. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. An internal investigation was initiated to investigate the battery gas gauge display issue further. Possible root causes of the reported battery display error event can be attributed to an intermittent connection between the printed circuit board and gas gauge due to temporary corrosion of the gas gauge connector pins and/or due to manufacturing issues during the gas gauge connector assembly process, which may cause a reduction in electrical conductivity. The most likely root cause of the reported premature power switching and observed critical battery alarms events can be attributed to communication errors between the controller and batteries. The most likely root cause of the observed contamination within the controller ports event can be attributed to handling of the device. Based on an investigation conducted under CAPA (B)(4), the root cause of observed bent socket pins within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery cable and metal serial port connector on the controller. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to a bent controller port communication pin and due to contamination within the power ports. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 25-oct-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d01, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 25-oct-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d01, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 25-oct-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034, g04052 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07, c16 h6: FDA conclusion code(s): d01, d0301 d4: serial or lot#: (B)(6) d9: yes, return date: 25-oct-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-jan-2021 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 20-jan-2020 additional information: - h10 addt manufacturer for MDR: updated to include fourth battery (B)(6) involved in the event with device details investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.